Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient¿s battery is reflecting it is low and needs to be replaced soon. As a result, the patient may be awaiting surgical intervention to replace the ipg. Implant date of ipg is unknown, but was approximately 18 months ago.

Event description:
Follow up information identified the patient underwent ipg explant and replacement.

Event description:
Follow up information identified postoperatively, effective therapy was restored.